Event description:
It was reported that the right ventricular lead was explanted due to low, out of range pacing lead impedance. After the lead was explanted, insulation abrasion was noted. There were no adverse events to patient and was sent home the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 45.7cm was returned for analysis. External insulation abrasion was noted at 7.1-8.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The inner coil was exposed at this location. This is consistent with the observation from the field of low pacing lead impedance.